Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Event description:
It was reported that the physical damaged on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.